Event description:
It was reported that the patient underwent spinal surgery at c1/c2. The cable tensioner broke during surgery. The manufacturer representative inspected the instrument after surgery and discovered the instrument was stuck in the open position; the instrument is worn. No patient complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records did not identify any applicable nonconformance to specification. The cable tensioner was returned for evaluation. The tensioner was examined functionally and found to not work properly. Visual examination found the internal spring washers were missing and incorrectly oriented; resulting in improper function. It appears that the instrument was disassembled and improperly re-assembled.